Event description:
Hcp reports device system explanted after 50 months implant duration due to infection. The device was returned to manufacturer for analysis. No patient symptoms or causitive organism was reported. Additional information has been requested from the hcp, but was unavailable on the date of this report.

Manufacturer narrative:
Final device analysis results reveal - no anomaly found - normal device function.